Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A facility reported that a tcc cast (ID tcc24001 / lot 18400075) caused a wound on the patient due to friction for a diabetic foot ulcer treatment. The resin is not hardening on the top or bottom, it stays soft, causing the friction. The wound was documented by the physician as follows: l dorsal foot, measuring 3.0cm x 2cm x 0.3cm d. Consecutive visits on march 18 and 21 showed slight improvement of 3.0cm x 1.5cm x 0.2cm d and on april 11, the wound measured 2.5cm x 1.5cm x 0.2cm d, showing slow but progressive improvement to the l dorsal foot. The current treatment is application of medihoney gel and absorbent cover dressing every day when needed.

Event description:
N/a.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. Two (2) samples were tested with the same lot # 18400075. Appearance is good, no visible migration of solution. Full specification testing was done and all parameters met specification. From the investigation, the complaint was not confirmed. One batch records( tcc2-4002 lot #1018036 and tcc2 4001 lot#01018037, 1018038 and 1118007)were pulled out and reviewed. There were no deviations found in the production process or in the finished goods inspection. The product was released without any issue. Root cause can not be determined as the complaint was not confirmed,however this problem occurred due to several factors that affect the performance of the product during the preparation and application. The following factors are critical and has to be taken into consideration: a. Water temperature must be between 70-80of. B. Cast must be rolled in doughnut shape leaving 5 cm. Unrolled cast then soak in water for 5 seconds with 2 gentle squeezes. C. Shake the cast to remove excess water. D. Cast must be rubbed with wet gloves in a vigorous manner e. Allow 15-20 minutes drying time before applying the outer boot. Another factor to be taken into consideration is to maintain foot at neutral position with ankle as close to a 90o angle as possible for 3 to 5 minutes until cast is firm enough that patient cannot overcome cast. Then allow the patient to sit for remainder of the drying time.